Event description:
It was reported the procedure was being performed in the radiology dept. The clinician was performing a declot procedure on a fistula in the patient's upper left extremity. Midway through the procedure, the catheter basket and tip separated and had to be snared from the patient. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4).